Event description:
It was reported that there was smoke coming from the device, but the unit seemed to function properly. As a precaution, the customer sent it to physio-control for further evaluation, where it was confirmed that the device would not charge up properly for therapy. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and replaced the power conversion pcb assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the failure was a diode, designator cr1, that had a broken leg at the transformer t1. After re-soldering the leg, it would charge up and deliver energy with no discrepancies.